Event description:
The clear plastic cone was not centered. A new venapax was opened to complete the procedure. The product had no patient contact and no patient harm. Manufacturer response for venapax, (brand not provided) (per site reporter). The product returned to manufacturer.